Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported in a journal article that during a period from 2013 to 2019, 584 device revisions were reviewed and of those, 46 cardiac perforations were identified. Of those, three (3) involved boston scientific's endotak reliance leads. The article discussed that some patients experienced left-sided pleural effusions, pericardial effusions, and tamponade. Transvenous lead revision was successfully performed in all cases, with original leads repositioned in 6 out of the 46 patients. It was noted that chest x-ray, transthoracic echocardiography, and computed tomography (CT) scans were utilized to identify perforations. No additional adverse patient effects were reported. The model/serial numbers for the involved leads were not provided. Elbatran, ahmed I, et al. (2021). "Percutaneous management of lead-related cardiac perforation with limited use of computed tomography and cardiac surgery." Doi:10.1111/pace.14204.